Manufacturer narrative:
Batch history review: the manufacturing file of batch nr21g24g8671 was checked. It complies with our specifications and does not present any discrepancy. No other similar incident was reported on this batch of needles released in july 2021. Investigation results: we did not receive the complaint sample for investigation. Conclusion: without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. This is a rare incident (B)(4) no corrective action is envisaged for the moment.

Event description:
The safety mechanism broke during their activation, in consequence the nurse pricked her hand or finger with the needle. The nurse is ok, the analysis of both, the patient and the nurse were negative, so any infectious disease were transmitted.